Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "patient developed two hard nodules on upper lip beneath peak of lip on each right and left side. Lip is puffy when awakening in am" and "patient wasn't happy with the results" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: adverse events: treatment-related aes after initial treatment (or touch-up treatment) occurring in = 5% of subjects included chapped lips, dizziness, dry lips, general physical condition abnormal, headache, lip disorder (lumps), lip injury, oral herpes, presyncope, wound, and injection site discoloration, discomfort, edema, erythema, exfoliation, hyperaesthesia, hypoaesthesia, laceration, nodule, papule, paraesthesia, pruritus, and reaction. In the clinical study, 7 subjects had lumps/bumps or swelling that occurred weeks to months after treatment. All of these aes were mild or moderate. Swelling was treated with acetaminophen or doxycycline, and no treatment was given for the lumps/bumps. All of these events resolved without sequelae. Isrs lasting beyond the 30-day diaries were considered aes. Aes were also reported by the investigator at follow-up visits. Among the 139 subjects treated with juvéderm volbella® xc at the initial treatment, 14 (10.1%) experienced a total of 22 treatment-related aes. The most common treatment-related ae was injection site mass (lumps/bumps). Subjects treated with juvéderm volbella® xc experienced mild (7.9%, 11/139) or moderate (2.9%, 4/139) treatment-related aes. In general, the treatment-related aes required no action and resolved without sequelae. Among the 139 subjects who were treated with juvéderm volbella® xc at initial treatment and received repeat treatment with juvéderm volbella® xc, 3 experienced a total of 4 treatment-related aes after repeat treatment. These aes include 3 reports of injection site mass and 1 report of oral herpes. None required treatment. Of the 4 aes, 2 were mild (1 injection site mass [lumps/bumps] and 1 oral herpes), which resolved without sequelae, and 2 were reported with a maximum severity of severe (both events were injection site mass [lumps/bumps] in 1 subject) and then mild at the completion of the study. In the juvéderm volbella® xc group, after repeat treatment with juvéderm volbella® xc, treatment-related aes were reported in 13.7% (17/124) of subjects. Injection site mass occurred in 7.3% (9/124) of subjects. Treatment-related aes occurring in = 5% of subjects included chapped lips and injection site bruising, edema, induration, and pain. Treatment-related aes after repeat treatment occurred with lower incidence rates, severity, and duration compared to initial/touch-up treatment. Common and expected isrs were collected via 30-day diaries after each treatment. The incidence, severity, and duration of isrs for subjects treated with juvéderm volbella® xc after initial treatment are shown in table 6. Most subjects reported an isr after treatment, with the most common being swelling, tenderness, and firmness. The majority of isrs were mild to moderate in severity and resolved within 14 days. The incidence of isrs after touch-up treatment was lower than that after initial treatment. The isrs after repeat treatment were similar to those after initial treatment. Instructions for use: with patients who have localized swelling, the degree of correction is sometimes difficult to judge at the time of treatment. In these cases, it is better to invite the patient back to the office for a touch-up treatment. Patients may have mild to moderate injection site responses after treatment in the lips and perioral area, which typically resolve within 14 days. Ice may be applied for a brief period following treatment to minimize swelling and reduce pain. Within the first 24 hours, patients should avoid strenuous exercise, extensive sun or heat exposure, and alcoholic beverages. Exposure to any of the above may cause temporary redness, swelling, and/or itching at the injection sites.

Event description:
Health professional reported ¿patient developed two hard nodules on upper lip beneath peak of lip on each right and left side. Lip is puffy when awakening in am¿ after they were injected in the upper and lower lip with juvéderm volbella® xc. It's noted that "pt has new dx of oral cancer beneath tongue." Treatment is noted as ¿150 units hylenex." After the hylenex treatment, ¿the lumps appear smaller but are still present.¿ it's also noted that "the patient was not happy with the results." Events are ongoing at this time.